Event description:
This spontaneous report was received on (B)(6) 2013 from a (B)(6) year-old (B)(6) female consumer reporting on self from the united states. The consumer had gluten sensitivity. The concomitant medication included an unspecified vitamin b complex as a supplement. On (B)(6) 2013, the consumer started using o.b non-applicator tampons vaginally, one tampon at a time in use for about two hours for menstruation (lot number 0483m846 and expiration date unspecified). After about two hours, when she removed the tampon, she noticed that the string of the device has detached completely out of the tampon and left the entire cottony material inside vagina. After a couple of minutes, she was able to remove the entire cottony part of the device by herself. The consumer continued to use the device and the event resolved. This report had non serious event and the company causality was assessed as related. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 30-oct-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 23-aug-2013 from a (B)(6) old caucasian female consumer reporting on self from the united states. The consumer had gluten sensitivity. The concomitant medication included an unspecified vitamin b complex as a supplement. On (B)(6) 2013, the consumer started using o.b non-applicator tampons vaginally, one tampon at a time in use for about two hours for menstruation (lot number 0483m846 and expiration date unspecified). After about two hours, when she removed the tampon, she noticed that the string of the device has detached completely out of the tampon and left the entire cottony material inside vagina. After a couple of minutes, she was able to remove the entire cottony part of the device by herself. The consumer continued to use the device and the event resolved. This report had non serious event and the company causality was assessed as related. This report was considered a reportable malfunction case in the united states. Additional information received on 04-oct-2013 the returned sample was received on 13-sep-2013. One carton and 5 sealed tampons were received and visually inspected and no non-conformances were found. All the inspected string was attached to the tampon and the device meet specification. A review of the trending data revealed no unfavorable trends and no trend for the reported lot number. Batch record review report revealed that the process was executed as per established parameters and procedures and no incident in regards to process deviations or any atypical situation that might be associated to the complaint was observed. Inspection of the retain sample was performed and no anomalies were found. A review of product related issue revealed no changes. Based on the investigation results, this complaint could not be confirmed. Complaint trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.